Event description:
It was reported to boston scientific corporation on march 28, 2008, that a corflo cubby low profile gastrostomy enteral feeding device was placed three months prior (patient age, gender and weight unknown). According to the complainant, within the 41 day period following placement of the peg device, "the patient noticed the connecting ring was detached." It was reported that tape was used to reattach the ring. The following month, the peg device was replaced with another corflo cubby low profile gastrostomy enteral feeding device. No patient complications were reported as a result of this event. The patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of the lot number is unknown; therefore, the device manufacture date cannot be determined. The returned device exhibited a crack in the locking mechanism. The cause of the crack is undetermined. The cause of the reported malfunction (connecting ring detachment) is unknown.